Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and a syncopal episode. It was further reported that the right ventricular (rv) lead exhibited high thresholds, intermittent capture and t-wave oversensing (twos). It was also reported that the implantable pulse generator (ipg) exhibited superimposed markers and pacing below the lower rate. Reprogramming occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.